Manufacturer narrative:
An event of sewing thread from the occluder was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The echo video provided does show an object moving inside of the device when in ball shape. Unable to confirm with echo what the object is without device return. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder, stated "warnings: if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, when unsheathed to ball the four-dimensional intracardiac echocardiography (4d ice) showed an artifact was flapping inside the ball. But that was not seen under fluoroscopy. A decision was made to remove the device and inspected outside the body, a loose mesh was appeared. A new 25mm amplatzer amulet left atrial appendage occluder was chosen and implanted successfully using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.